Event description:
Caller reported a malfunction occurred on the pump, specifically malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed that the pump was included in a field correction and arranged for a replacement pump with updated software. The customer was advised on using a g7 sensor with the new pump and instructed on how to put the pump into storage mode before returning it. The customer was informed about the steps to take upon receiving the replacement and understood the instructions provided.